Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was in clinical use at time of event, the issue resolved before procedure and patient was under monitoring. No harm or injury reported to philips. It was reported that the c arm couldn¿t move. The customer didn¿t require repair of the product from philips. The system was repaired by third party and no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was in clinical use at time of event, the issue resolved before procedure and patient was under monitoring. No harm or injury reported to philips. It was reported that the c arm couldn¿t move. The customer didn¿t require repair of the product from philips. The system was repaired by third party and no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome. The manufacture date has been updated.

Event description:
It has been reported to philips that while preparing to perform a coronary angiography on a patient, the c-arm failed to move. There was no reported patient or user harm. Philips has started an investigation of this complaint.